Event description:
According to the reporter, during a robotic laparoscopic lobectomy, when approaching the parenchyma, the three staplers were able to fire, there was poor staple formation, the staple line was incomplete distally. The reload worked for half, after that the handle no longer functioned. There was unanticipated tissue loss and the surgical time was extended by 30 minutes or more due to the product problem. The charge was partially applied so after changing the three handles with the same result, a competitor device was used near the suture partially performed with the device to resolve the issue. The day after, the field representative tried the handles with a new reload and verified the malfunction. Medtronic's initial evaluation of the incident is that a visual inspection of the staple cartridge noted that the reload was partially fired with the interlock engaged, the jaws were open, and staple pushers were visible at the 1cm cut line indicating the point where the handle compression had stopped.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was found to be partially fired. The most likely cause could not be established from the information available. This issue can occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. If information is provided in the future, a supplemental report will be issued.